Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 82% stenosed, 3.5x24mm, eccentric, de novo target lesion contained a bend of >90 degrees and was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation with a 3.0x20mm emerge balloon catheter, a 28 x 3.50mm rebel baremetal stent was advanced for treatment. However, advancing difficulties were encountered and the stent was noted to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.